Manufacturer narrative:
Final analysis found that the backup was confirmed. The root cause of the backup operation could not be determined. The device operated according to specifications during failure analysis.

Event description:
New information notes the device was explanted on (B)(6) 2014 with no reason stated.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.